Event description:
During a follow up, increased capture thresholds and increased pacing impedance were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.